Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated his hand-held computer continues to freeze after interrogation. After troubleshooting error messages were received indicating the software could not be loaded. Further troubleshooting resolved the error messages but the hand-held still froze after interrogations.